Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that while sleeping, her two of the infusion set's tubing got detached at the quick release. This issue happened last night and 2 nights ago. No further information available.